Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the surgeon was not able to press the green button and squeeze the handle and the device did not fire. They replaced the new handle to complete the case. There was no patient injury.